Event description:
It was reported that the device had an error/not recognizing syringe. There was no patient involvement, and no harm was reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair in good condition with no appearance of any physical damage. Service history review identified this device has not been in for service previously. Unable to duplicate the customer reported problem, as all the size readings were within the required specs. Repair was not needed due to no problem found. Device passed all the functional tests.